Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery alarm noted during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via e-mail that the insulin pump had loose drive support cap. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced. The insulin pump will be returned for analysis.